Event description:
In an abstract (184) titled "comparison of percutaneous vertebroplasty and kyphoplasty in treatment of painful vertebral compression fractures", the following events were reported: five cases of pmma cement leakage occurred in percutaneous kyphoplasty procedure patients, but resulted in no clinical consequences. There were no other major complications encountered. Note: at the time of these events, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Report source: abstract (184) titled; "comparison of percutaneous vertebroplasty and kyphoplasty in treatment of painful vertebral compression fractures" " by r. Ni, l. Chen, h. Yang, b. Xu, t. Tang. Method: device not returned, internal review of literature, follow-up with author.